Event description:
It was reported that an asymptomatic patient received an alert for t-wave oversensing via merlin.net. The oversensing on the ventricular lead was noted on a stored egm. Programming changes were made. The patient is stable.

Manufacturer narrative:
(B)(4).